Event description:
It was reported that the ilet could not complete dexcom g7 pairing because the user entered an incorrect sensor pairing code and the device remained in pairing mode until the correct code was provided. Symptoms included no alerts or alarms and inability to proceed to warmup. Outcomes included user delay in sensor pairing and therapy continuity until the correct pairing code was entered. Investigation included troubleshooting and education with verification of the sensor pairing code on the applicator and instruction to update the code in the ilet. Investigation of this case revealed that the device was functioning and the issue was use-related, specifically an incorrect pairing code entry for the g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error in sensor pairing code entry.